Event description:
The customer contact reported sparks. It was reported that during testing the device in the biomedical department, the docking station sparked and reportedly made an "explosive, shorting sound." There were no reported adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, the customer contact could not provide additional information including specific event details, if the device plugged into ac power, any adverse effects to the biomedical engineer and outcome.

Manufacturer narrative:
Testing and investigation found internal to the device, the printed circuit board tracks were cracked and the main fuses were blown. This was probably due to a power surge. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).